Manufacturer narrative:
The customer reports that the air calibration on the multi gas unit is not functioning. The customer was sent a loaner. The device was sent in for evaluation and repair. The issue was duplicated and confirmed. The unit powered on with a gas cal error. The gas sensing unit will need to be replaced. Currently the part is out of stock. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the air calibration on the multi gas unit is not functioning.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the air calibration on the multi gas unit is not functioning. The customer was sent a loaner. The device was sent in for evaluation and repair. The issue was duplicated and confirmed. The unit powered on with a gas cal error. The gas sensing unit was replaced to fix the issue. The device has been repaired and returned to customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.